Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that during the implant procedure of the implantable cardiac monitor (icm), at the first interrogation the device was turned on and the episode report on the programmer indicated a previous programmer session and remote transmission had occurred months prior. The icm was implanted and remains in use. No patient complications have been reported as a result of this event.